Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history records review was completed for part: 03.037.028, lot: 9345766. Manufacturing location: (B)(4), release to warehouse date: may 08, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Product investigation was completed. The 5 mm hex flexible screwdriver (part # 03.037.028, lot # 9345766, mfg # 08-may-2015) was received with received with a distal portion of the device broken off. The broken portion was returned. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection was completed and met specifications. Relevant drawings were reviewed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Reporter name: reporter facility name and address is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: additional data- d10, h4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the hexagonal screwdriver broke while engaging the locking mechanism in the nail using the trochanteric femoral nailing advanced (tfna) system on a simple intertrochanteric fracture operation. The surgeon did not notice until the screwdriver was removed from the nail. The screwdriver remained in one piece but was visibly broken halfway down the screwdriver shaft. No fragments were generated. There was no surgical delay. Procedure outcome was completed successfully. Patient status is unknown. Concomitant device reported: unknown nail (part# unknown, lot# unknown, quantity#1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5, d11. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, the hexagonal flexible cannulated screwdriver was broken while the surgeon was placing down the locking mechanism in the proximal portion of the nail. No fragments were generated. It was unknown if there was a surgical delay. Procedure outcome and patient status are unknown. Concomitant device reported: unknown nail (part# unknown, lot# unknown, quantity#1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).